Event description:
It was reported that the patient presented to the hospital experiencing syncope. Upon interrogation, the right ventricular lead exhibited a loss of capture and high capture thresholds. The device was reprogrammed and normal lead and device function resumed. The reprogramming also relieved the patient's symptom. The physician suspected the issue to be physiological and not device related. The patient would continue to be monitored.